Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Therapy cable was unable to be tested due to damage experienced during bystander CPR. Monitor passed isl but failed eit due to failure unrelated to the event. Patient death is not due to malfunction of the device. Will continue to trend for future occurrences.

Event description:
Kmts field rep reported that patient's caregiver woke up at 4:30 a.m. To an assure alert " preparing to shock alert". Patient was unresponsive to the caregiver. The wcd device did not deploy a therapy shock per patient's caregiver. Patient's family took the garment off and started CPR. Patient arrived at the emergency room and was still unresponsive. Patient was transferred to the ICU on a vent, where the family later elected to remove care. There is no official cause of death. MDR is filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.